Event description:
It was reported that the device exhibited an alarm for ¿air in line¿. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a scratched lcd lens. No evidence was available to review in the event history log. Functional testing was able to replicate the reported issue; air detector was found not reading ¿pass¿. The root cause was determined to be an inoperable air detector. The air detector was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.